Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during colectomy functional end to end anastomosis, at the first firing, the jaws of the reload did not close even the black handle was squeezed. The condition was the same, even sulu and the handle were re-connected several times. The product was replaced with a new one and the operation was completed without further problem. The event occurred during the procedure but the product was not used for patient. There was no patient injury.